Manufacturer narrative:
Reported event; an event regarding malposition and loosening involving a trident shell was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated I can confirm that the patient had a left total hip arthroplasty since I was able to see where graphs with the implant in place although only the revision construct was noted to be ¿l¿. No date is present on either radiographic document. I do not have any operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a cementless acetabular component are multi factorial including surgical technique, especially in the fixation and positioning of the cup, and the initial stability of the cup as well as the patient host bone. Patient factors such as host bone quality, lifestyle, activity level, and bmi can contribute. With the information provided, I would not assign any causality to the implant itself. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with a clinical consultant indicated I can confirm that the patient had a left total hip arthroplasty since I was able to see where graphs with the implant in place although only the revision construct was noted to be ¿l¿. No date is present on either radiographic document. I do not have any operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a cementless acetabular component are multi factorial including surgical technique, especially in the fixation and positioning of the cup, and the initial stability of the cup as well as the patient host bone. Patient factors such as host bone quality, lifestyle, activity level, and bmi can contribute. With the information provided, I would not assign any causality to the implant itself. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Additional info. 22-may-2025: 1. Left hip revision. 2. Low activity level. Normal daily walking in household. 3. Surgeon refused to disclose operative reports for p&c reason. But mentioned that patient is recovering ok.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported by the sales rep that acetabulum shell migrated superiorly over the years. Dr. Did navigation assisted thr revision with putting bone graft in acetabulum, changed the shell, insert and femoral head. Stem remained.